Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, stent damage occurred. The physician predilated the distal left anterior descending artery (lad) with a 1.5mm apex balloon and then attempted to advance the 2.25x12mm taxus express2 atom stent to the lad, but it was unable to cross the lesion. When the physician pulled the device back, it was noticed that the stent strut was lifted. The physician dilated the lesion again with a 2.0xmm apex balloon and successfully placed another 2.25x12mm taxus express2 atom. No patient complications were reported with the patient's current condition listed as "okay".

Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.